Event description:
This is the same event and the same patient reported under MDR ID # 2939859-1998-00284 (collagen corporation #1023681). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corporation. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a patient who was treated on 30 september 1998, into the nasolabials and acne scars on the chin. The patient returned on 7 october 1998 with all treatment sites red with a few nodules that were very red; exact onset date unknown. The physician injected the nodules with intralesional kenalog, which improved the symtoms somewhat. On 26 october 1998, the physician observed more redness at the treated sites. The physician planned to inject more kenalog and to prescribe oral antihistamines. The physician diagnosed the symptoms as a hypersensitivity related to collagen.